Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a dialysis session, the patient noticed blood on her gown and later discovered that the insertable cardiac monitor (icm) had eroded and was removed. The patient informed the physician in person at the office shortly after the incident. No additional adverse patient effects were reported. Additional information via gfe indicates the icm device came out through the incision site due to dehiscence. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a dialysis session, the patient noticed blood on her gown and later discovered that the insertable cardiac monitor (icm) had eroded and was removed. The patient informed the physician in person at the office shortly after the incident. No additional adverse patient effects were reported.